Manufacturer narrative:
Skin indentations after opus colibri on upper eyelids. May be permanent, unless treated further with resurfacing.

Event description:
It was reported about a skin indentations of the upper eyelids following the opus colibri treatment.